Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was 15.7 mmol/l. The customer was advised to clear the alarm. The customer was advised to remove the battery and clean the contacts. The customer stated that the battery cap is not missing. The customer was advised to clean the battery cap with a cotton swab and alcohol wipe. The customer was advised to insert new aaa battery. The customer stated that the pump alarmed failed battery test. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test and displacement test or verify failed battery test alarm due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.